Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image. This was attributed to the circuit board failure. In addition it was noted that the cable was inundated, had scratches and was twisted, the connector side oledome had scratches, switches had scratches and discoloration, and scope mount was loose. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in the device for evaluation and repair of image issues. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the device yielded no image. This was attributed to the circuit board failure. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a circuit board failure. The specific root cause of the circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, d10, g3, g6, h2, h6, and h10.

Event description:
Addendum jun 13, 2022: event occurred before the procedure. There is no patient involvement in the event.